Manufacturer narrative:
Batch review performed on 28 october 20106. Lot 145470: (B)(4) items manufactured and released on 17 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The pathogen result will not be released per hospital policy. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.